Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use. The provisional was found to have been fractured on the anterior portion of the post. The fragment was not returned for further evaluation. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01654. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional fractured during wash. No patient involvement. Attempts have been made and additional information on the reported event is unavailable.